Event description:
It was reported that a spectrum pump had an issue of door sensor error message. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of door sensor error message was reproduced. A review of the event history log (ehl) revealed occurrences of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty upper link switch. The upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.